Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had dka while on insulin pump therapy. The patient was treated for hyperglycemia at the time of concern. There was no evidence or allegation of a product malfunction associated with the reported issue. Animas made 3 attempts to contact the patient back for more information. A letter was sent to the patient, requesting a callback. This complaint is being reported because the patient required medical intervention for dka while on insulin pump therapy. Although, there was no allegation of a product malfunction, the subject insulin pump could not be ruled out as a contributor to the reported incident due to intentional misuse or use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.